Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, it had a keys locked out and user stated that item is showing as 0 qoh thus they cannot issue the item.. The customer reported that issue occurred when dispensing medications to the patient there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed a notification to contact the director of nursing (don) due to the inability to perform a cycle count for the item, and the qoh remained at zero. A technical support specialist (tss) remotely accessed the cabinet and verified that the item could not be issued because of the zero qoh and the system prompt to notify the don. The tss advised the customer to contact the don, who had facility administrator access, to resolve the issue. The customer acknowledged the instructions. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, it had a keys locked out and user stated that item is showing as 0 qoh thus they cannot issue the item.. The customer reported that issue occurred when dispensing medications to the patient there were no adverse events or injuries reported based on this event.